Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was flushed with fluid; however, water was noted to leak from the handle. The steering mechanism was actuated in both directions; however, the sheath tip was unable to fully deflect in either direction. The handle was opened, and the pull wire windows were noted to be torn, consistent with the reported leak and deflection difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the introducer could not be controlled as expected and a leak was noted on the shaft at the handle. Another introducer was used to continue the procedure with no adverse patient consequences.